Event description:
It was reported that during an unknown procedure, an ambient super turbovac began to beep and failed to operate. The procedure was successfully completed with a surgical delay greater than 30 minutes using a competitor back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Two lot numbers were provided(2152972/2158633) but it is unknown which of them caused the delay greater than 30min. For now it will be left as unknown until new information is received. H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H6, medical device problem code updated. H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Two wands were returned together for -1 and -2. They cannot be distinguished from each other. The tip of one wand is heavily worn from use and the other shows no signs of use. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and revealed plugging in both wands caused a wand end of life error, e7. Using a bypass box nether wand had issues producing plasma or activating coag. One wands resistance was 1.50 the other was 1.80. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.